Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that a patient said that his "2nd ins is located in his stomach, which patient referred to as the 'wrong place' to put it because he has to use the adhesive discs then also use the belt and a copper tone back brace to hold the ins recharger (insr) antenna in place to charge and it still takes him 2hrs for every quarter of battery to charge up. Patient said that since the 'implant' didn't heal correctly he was going to require an operation. The patient also complained that his healthcare provider (hcp) was 2 hours away which was a costly expense for him as he didn't drive due to being disable and (B)(6) cost about (B)(6). The patient was sent hcp listing to see if there was a closer doctor, there is one in the patient's area, but patient has been going to the same practice so long that he isn't going to switch. Patient mentioned the other ins is in his peck muscle and that one is charging fine. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. The patient reported that the lower implantable neurostimulator (ins) did not heal well and it sticks out and that is why he had to use a belt.no further complications were anticipated/reported.